Manufacturer narrative:
(B)(4). Per the additional information received, it was determined that the peritonitis resulted from a breach in aseptic technique, and the minicap transfer set is no longer a suspect product. As a result, it was determined that this report is a duplicate of report 1416980-2013-28764. All investigation activities will be captured under report 1416980-2013-28764.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. (B)(4).

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Four days after the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The patient treatment was not reported. At the time of this report, the patient was not recovered from peritonitis. On an unreported date, the pd therapy was discontinued. No additional information is available. This is report 2 of 3.